Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited no capture. Unstable thresholds were observed during the revision procedure. The physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.